Event description:
Used during a laparoscopic cholecystectomy. Reportedly, as the specimen was being placed in the pouch, the pouch disengaged into the pt's cavity. The surgeon was able to retrieve the component without injury to the pt.